Event description:
It was reported that the anesthetist noticed that the cuff would not inflate during intubation. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. Two samples were received for evaluation. Visual inspection showed the samples were received in used condition without original packaging. The returned samples were visually under normal conditions of illumination and no defects were found. During functional testing, the pilot balloon of the samples returned was inflated using a syringe to detect any defects. Leakage on cuff was detected in two samples; the complaint was confirmed. Additional leak testing was performed by connecting samples to leak tester machine to identify any leaks. Leakage was detected the sample returned. Based on the analysis conducted in the samples provided, the root cause is the unit became damaged after it left the manufacturing facilities. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use.